Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Upon power up the unit, biomed got a 242.4030 error. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: biomed did not have a 8015 for troubleshooting at time of call. I recommended to biomed to attach the 8100 and open the door. Listen to see if there is any motor movement before the 242.4030 error comes on. If there is movement, replace the air in line sensor. If no motor movement, replace motor control board and gave him the part number. Biomed will perform troubleshooting later on.